Event description:
The micro oscillating saw was sent in for eval because it was leaking oil. No further info was provided by the user facility.

Manufacturer narrative:
A sample was taken from under the finger tip.